Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external leak fluid through a dialysate port cap on the arterial side was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product with the naked eye shows the product wet. A leakage test of the dialysate side was performed, and no leakage was identified. A leakage test of the blood side was performed and no leakage was identified. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.